Event description:
The dealer states the chair was used a s a loaner. The end user smelt smoke so they called the fire department. The fire department responded and reported a very high level of co2 coming from the device. The dealer took the device apart, and found that the batteries had fused together.